Event description:
Resting next ot merlin home monitor and device felt the st. Jude aicd race my heart (paced) in order to get it to next tier to apply therapeutic shock. Within 12 hours, I was walking near the home monitor and again I could feel my heart racing in absence of other stimuli. Taken to ed by ambulance where I was monitored on EKG and cardiologist observing. Aicd began to race my hr and cardiologist couldn't control the aicd. I was sedated and subsequently cardio inverted. Later, they noticed settings had changed from last check just weeks before. The first of three tiers of aicd deactivated. I contacted my cardiologist and raised the question if my merlin could have been hacked and caused the change/sensitivity. They said no way, despite the aicd and monitor communicate together. Seven months later I found out through (B)(6) article that such hacks were possible. I only have one of three tiers working. Now, I have been put on watch list for early battery depletion.